Event description:
It was reported that "the customer stated that all 6 broke during procedure." No pt impact was reported. On follow-up, it was noted only two tools broke while drilling suture holes. It was confirmed that no other tools were broken and there was no pt impact.

Manufacturer narrative:
Report confirmed. Eval determined that the two tools broke at the proximal end of the fluted section. It was confirmed that there was no pt impact. Event date estimated. The user manual contains the following "do not use excessive pressure, such as bending or prying, on attachments or dissecting tools. This may cause tool to bend or break and cause injury to pt, operator and/or operation room staff".